Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs) approximately 6 years post implant of a 26mm sapien 3 valve in the aortic position, the patient developed endocarditis and now has moderate-severe paravalvular leak (pvl). The team is determining if a valve in valve treatment is required. According to the vcc the patient developed endocarditis late 2016 after the patient cut his leg while swimming. The patient has a pvl and is scheduled for a leak closure/plug next month. The patient's medical records were reviewed and revealed the patient presented pvl and potential stenosis. There was no aortic regurgitation and aortic stenosis has not been confirmed. No further information was provided.

Manufacturer narrative:
Corrected b5. Revised b5 for better clarification of event.

Event description:
As reported by a field clinical specialist (fcs) approximately 6 years post implant of a 26mm sapien 3 valve in the aortic position, the patient developed endocarditis and now has moderate-severe paravalvular leak (pvl). The team is determining if a valve in valve treatment is required. According to the vcc the patient developed endocarditis late 2016 after the patient cut his leg while swimming. The patient has a pvl and is scheduled for a leak closure/plug next month. The patient's medical records were reviewed, most recent tee revealed two perivalvular leak jets. One at 2 o clock and one at 4 o clock position indicative of moderate to severe perivalvular leak. No aortic regurgitation. No evidence of aortic stenosis.

Event description:
As reported by a field clinical specialist (fcs) approximately 6 years post implant of a 26mm sapien 3 valve in the aortic position, the patient now has moderate-severe paravalvular leak (pvl). The team is determining if a valve in valve treatment is required. The patient has a pvl and is scheduled for a leak closure/plug next month. The patient's medical records were reviewed, most recent tee revealed two perivalvular leak jets. One at 2 o clock and one at 4 o clock position indicative of moderate to severe perivalvular leak. No aortic regurgitation. No evidence of aortic stenosis. Per follow up, no other procedure has taken place except tee done on (B)(6) 2022. According to the vcc the patient has a history of endocarditis in late 2016 after the patient cut his leg while swimming.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. Correcting b5 for better clarification of event. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 no IFU/training deficiencies were identified. The complaint was confirmed based on medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 6 years post implant of a 26mm sapien 3 valve in the aortic position, the patient now has moderate-severe paravalvular leak (pvl). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of medical records revealed progressive valvular disease, as indicated by the presence of moderate mitral valve regurgitation, moderate tricuspid valve regurgitation and increased pressure gradients within pulmonary artery in addition to aortic paravalvular leak. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to the paravalvular leak. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.